Manufacturer narrative:
Device passed displacement test. The following were noted during visual inspection: scratched case, missing display window cover, pillowing keypad overlay and cracked case (battery tube). The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a crack on front of pump then wraps around to the battery compartment to the belt clip section and insulin pump was not working. Customer declined the troubleshooting. No harm requiring medical intervention was reported. The device will be returned for analysis.